Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into the left anterior descending coronary artery of an unstable pt who had a cardiac arrest during placement of the coronary guidewire. It was not possible to cross the target lesion, the coronary artery "closed down", therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system and remained within the pt's coronary vasculature. It is not known if the physician followed the instructions for removal of an undeployed stent. The pt was not a candidate for surgery and was discharged from the cath lab to the coronary care unit. Ten minutes post-procedure, the pt had a cardiac arrest and expired. There is no further info available from the user facility.